Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a consumer with supplemental information by a nurse from (B)(6) of a very ill patient, bags not clear and suspected sterile peritonitis coincident with extraneal viaflex and nutrineal pd4 unknown bag therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient's daughter reported that her mother (patient) had been very ill over the past four weeks and was having serious problems with her dialysis. Sterile peritonitis was suspected but not confirmed. The patient had been on numerous antibiotics and was "nearly" due to have surgery to have all of her tubing "taken out" until the visit to the hospital last week to see the consultant. The consultant asked the patient if she used the blue or purple colored bags and the patient stated that she used both. The consultant advised the patient to stop using those two types of bags and inject a specially made antibiotic from the hospital into one of her bags daily. A return visit to the hospital (date not provided), revealed that the bags were all clear. The patient was advised not to use any blue or purple bags until the new dispatch had been received. On (B)(6) 2011, the pd nurse provided the following information. From (B)(6) 2011, the patient was treated with an oral antibiotic 500 mg twice daily (bd). According to the nurse, on (B)(6) 2011, the patient presented with cloudy effluent and abdominal pain and was treated as per protocol with vancomycin 2 grams ip (days 1, 5 and 12) stat, gentamicin 40 mg ip (day 1) stat and ceftazidime ip 500 mg stat. The patient was not hospitalized for the events and there was no note of a break in aseptic technique. The severity of the event was considered moderate. Effluent did not clear by day 5 of treatment and vancomycin 2 grams was given. On (B)(6) 2011, the patient presented for more ip antibiotics and effluent was now clear. On (B)(6) 2011, cloudy effluent was noted and the patient was given ceftazidime ip (dose and frequency not reported). That same day, extraneal and nutrineal was "stopped." The events of very ill, bags not clear and suspected sterile peritonitis were ongoing and improved. The reporter did not provide an opinion of causality for the events of being very ill, bags not clear and suspected sterile peritonitis.